Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failure, unable to recover even after multiple reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that full height cubie drawers 4 was failed. A field service engineer (fse) had found that there were lot of foil debris under trays hence had removed and reseated row board ribbon cable to resolve the issue of. The system functioned as intended after the field service engineer had resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failure, unable to recover even after multiple reboots. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.